Event description:
On (B)(6) 2010, pt reported the down button on his infusion device was defective. Down button started to work intermittently 2 weeks before report. It has progressively gotten worse. Pt has to press down button at different angles for infusion device to respond. This was noticed when pt attempted to bolus. Down button pops up after it is pressed. Pt has used this infusion device for more than 3 years and boluses 3-4 times per day. Infusion device was not dropped or exposed to water or insulin ingress. Pt reported he will switch to backup infusion device. Infusion device was replaced and requested for evaluation. Pt was not able to verify serial number of infusion device. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue.